Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was unable to produce x-rays. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was cancelled by the customer. To date, there have been no further reports of this issue. However, the issue was resolved after replacing the ippc (image processing pc) which was carried out under case tw (B)(4) and system is in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.